Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy the sealant. The user shuttled down, then up but the sealant did not leave the tubing. There was no reported patient injury. Additional information was requested, but not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was fully engaged to the black handle with the stopcock closed. The syringe and procedural sheath used was returned attached to the device, and the advancer tube and sealant were returned attached to the device. The advance tube was observed to be in its manufactured position; nevertheless, a portion of the sealant was observed to be attached to the distal end of the device near the balloon position. The condition of the returned device likely indicates that the device was attempted to be deployed, but the complete deployment was not successfully obtained. No visual damages or anomalies were observed during this unaided eye initial visual evaluation. Per functional analysis, the device¿s sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that no problems with the device¿s deployment mechanism could be confirmed as it could be actioned as expected by advancing the advancement tube and deploying the contained portion of the sealant. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism, even though the received condition indicated an unsuccessful deployment since the device was received with a portion of the sealant was on the distal end of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy the sealant. The user shuttled down, then up but the sealant did not leave the tubing. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.